Event description:
It was reported that the pt underwent a spinal procedure to implant posterior fixation at l4-s1. The fixation screws were not implanted to l5. The pt reportedly did not fuse three years after. The left s1 screw was broken. The additional surgical procedure was performed to remove the construct. The fixation level was extended from l4 to s2 by a plf. S1 screws were both replaced to the larger sized screws. There was still no screw implant at l5. No further pt complications were reported.

Manufacturer narrative:
(B)(4): non-fusion- (B)(4): the lot of the suspect device was not identified, therefore the MFR cannot determine the suspect device. The screws that were used are lot #w05l 1263, w05l 1266, and w05l 1268. (B)(4). The MFR date for lot w05l 1263 is 02/22/2007; the MFR date for both lots w05l 1266 and w05l 1268 are 01/02/2006. Neither device nor film of applicable imaging studies were returned to the MFR for eval. Therefore we are unable to determine the definitive cause of the reported event. Device history records for these lots were reviewed. No documentation was found that would indicate a non-conformance to specifications.